Event description:
It was reported that the patient's right atrial (ra) lead and left ventricular (lv) lead were dislodged. The lead dislodgements were confirmed by fluoroscopy. Both leads were explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.